Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was unavailable per account.

Event description:
It was reported that shaft break occurred. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the shaft broke. The procedure was completed with another nc emerge balloon catheter. No patient complications as a result of this event and the patient fully recovered good post-procedure.